Manufacturer narrative:
(B)(4). Catalog number 062941-002 is the international list number which meets the requirements of the similar product listed in model#/lot # which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. A stoma site infection was identified on (B)(6) the day after peg/j insertion. The patient was treated with amoxiclav 875/125 mg bid- oral and ciproby 500 mg mid- oral. The event was recovered (B)(6) 2018. Since this event happened at the time of peg/j placement and duodopa titration the event did not prolong the time of hospitalization.

Manufacturer narrative:
Reference record (B)(4). This is a duplicate of previously submitted report with mfg report number 3010757606-2018-00525.

Event description:
This MDR is a duplicate of a previously submitted MDR.